Event description:
Reference number (B)(4). Event occured in the united states. An incident of infusion set tubing detachment was reported. The customer stated that the infusion set tubing separated from their body on (B)(6) 2025. The infusion set was located on the left side of the abdomen. The pump was also positioned on the left side of the abdomen, in proximity to the infusion set site. The detachment occurred at the site of insertion. The infusion set had been in use for 2 days prior to the incident. The patient was working when the detachment took place. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.